Event description:
It was reported that air bubbles were observed within the cartridge tubing and the infusion set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump.